Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual inspection confirms the devices are worn on the tips. Both devices show signs of extreme wear. The devices were manufactured in 2015. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. These devices is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection the accord dual ended hex driver are rounding off. No case involved.